Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to erosion and migration. Antibiotics were given for preventive measures. No allegation of infection associated with this product experience. There were no additional adverse effects reported. The product was repositioned.